Manufacturer narrative:
The returned 13fr introducer was peeled away, but large kinks were seen in the introducer, likely a result of the patient's highly calcified vessels. The root cause of the vascular damage was likely due the sheath kink as a result of the calcification, leading to difficulties inserting and removing the pump. No abnormalities were found on the returned pump.

Manufacturer narrative:
The impella 2.5 pump was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported an (B)(6) white female patient had impella 2.5 pump inserted in the right femoral artery for high risk percutaneous coronary intervention (hrpci). The introducer 13fr was placed, pump inserted over it, but once in the aorta the aic alarmed, the physician attempted to remove the catheter and peel away sheath but the angiogram showed perforation of the iliac artery. A vascular surgeon performed cut down and closure at bedside in cardiac catheterization (cath) laboratory (lab).